Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, the customer was not removing the air from the cartridge during the loading sequence. Customer continued to use the existing cartridge. It was also reported that the customer was hospitalized due to an elevated blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed. Customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The tandem pump user guide instructs the user to remove any residual air from the cartridge.